Event description:
Pt was initiated on dialysis treatment at 12pm. At 1345 a kink was noted in the arterial line at the blood pump section. Problem was corrected. Pt c/0 nausea. Per md order, treatment was stopped without returning blood. Pt was sent to local ER for evaluation. Pt expired the following day. Machine was thoroughly checked by mechanical department and was found to have no operational problems.